Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that windows servers need to be updated. A technical support specialist restarted the sql server agent in the report server. Enabled and restarted the extract transform load (etl) job. Devices were resubscribed on the servers. Messages from cce are processing successfully. Interface connection status shows no issues. Interface last heartbeat was current. Etl was running and current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the windows servers had required updates. Alarms had been reported indicating that microsoft updates had not been applied for an extended period. Arrangements were needed to apply all required windows updates for the pyxis servers. However, there were no delays or adverse events or injuries reported based on this event.